Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is an internal manufacturing issue.the complaint is confirmed.

Event description:
On 7/28/2022 it was reported by a sales representative via sems that an (B)(6) tight rope with fiber tag malfunctioned during a case. The needle was not attached to the tightrope. No patient affect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning. Eco-34288 was implemented to improve the manufacturability of this device. The complaint is confirmed.